Manufacturer narrative:
The tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering found two holes burned through the silicone. The silicone exhibits localized melting around the holes, indicating that there were multiple occurrences of arcing. The hole sizes range from 0.020 to 0.030 with varying shapes (round and oblong). The holes are located adjacent to each other, 0.350 and 0.390 above the silicone to sleeve interface.

Event description:
It was reported that during a da vinci s prostatectomy procedure, while working on the bladder neck, arcing was observed coming from the tip cover accessory installed on the monopolar curved scissors (mcs) instrument. The procedure was completed with a replacement mcs instrument tip cover accessory and no patient harm, adverse outcome or injury was reported.